Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp was placed for support of a patient admitted in with known cardiac history and possible peripartum cardiomyopathy. The team placed an extracorporeal membrane oxygenation and then the impella cp was placed despite knowledge of possible apical thrombus. The pump was placed but there was pump saturation that prompted pump explant and replacement. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of saturated flow has been completed. The impella device was not returned for evaluation. Thrombus was added based on review of the data logs. The cause of the issue was not determined since product was not returned. The clinical states that "echo showed left ventricle (lv) thrombus but medical care team made decision that risk versus benefit of impella placement would be best to go ahead and place impella due to concerns for lv distention. Local team not called prior to placement. Upon cp impella placement metrics showed pump saturation." The data logs show that there were spikes in the motor current immediately after starting the pump followed by saturated flow. Based on the data log analysis and clinical information, the root cause of the saturated flow is most likely due to ingested biomaterial.